Event description:
On (B)(6) 2006 I had a ventral hernia repair in my abdomen. At that time I had a fascial reapproximation with lateral relaxing incision and a 12 x 12 inch piece of vicryl mesh placed as an overlay. I had complication with this surgery involving a seroma and a wound infection. The surgeon had stated that the vicryl mesh would dissolve. Needless to say I spent a year on a wound vac and a year later surgery discovered acute and chronic inflammation with hemorrhage and necrosis. I continued having reoccurring pain in the abdomen. In (B)(6) 2012 I was in the hospital with sepsis. I collapsed on the gurney with 104 degree fever and extremely low blood pressure. They had infused me with so many fluids to get my blood pressure up that my legs and feet had ballooned and I would not wear my shoes. Basically, I was lucky to be alive. In (B)(6) 2014 I was hospitalized with sepsis, kidney failure, and acute bronchitis. I was in the hospital (ICU) for a week and when I was discharged I was very weak and I had developed a blood blister on my abdomen. My doctor was not sure what the blood blister came from and I was discharged on a friday even though my abdomen was sore. I was weak and I had fallen and the blood blister had broken (saturday). I was taken to the hospital by ambulance and underwent emergency surgery twice to clean the dead tissue from my wound. The surgeon told my family it was very serious and it was possible I would not make it. My abdomen was filled with dead tissue. I had a serious bacterial infection known as necrotizing fasciitis. Necrotizing fasciitis is an infection that starts in the tissues just below the skin and spreads along the flat layers of tissue (known as fascia) that separate different layers of soft tissue, such as muscle and fat. My infection was located in my abdominal wall and is fatal in 30 - 40 percent of cases. Necrotizing fasciitis is a term that describes a disease condition of rapidly spreading infection, usually located in fascial planes of connective tissue that results in tissue necrosis (dead and damaged tissue). Peritonitis is an inflammation of the peritoneum, the tissue that lines the inner wall of the abdomen and covers and supports most of your abdominal organs. Peritonitis is usually caused by infection from bacteria or fungi. Necrotizing fasciitis is a serious condition that is often associated with sepsis and widespread organ failure. Necrotizing fasciitis refers to a rapidly spreading infection, usually located in fascial planes of connective tissue that results in tissue death (necrosis). Peritonitis can rapidly spread into the blood (sepsis) and to other organs, resulting in multiple organ failure and death. The first symptoms of peritonitis are poor appetite and nausea, and a dull abdominal ache that quickly turns into persistent, severe abdominal pain, which is worsened by any movement. An internal fistulae (when an abnormal connection develops between organs that do not usually connect). The surgeon discovered that I had a bowel perforation caused by the vicryl mesh. The contents of the bowel flowed into my abdominal cavity, leading to a variety of problems, including peritonitis. I have an open wound on my abdomen 22 cm wide by 18 cm. The surgeon stated that this was the largest wound he ever dealt with. I was in the hospital for approximately a month and then sent to a nursing home for a month. I had a wound vac on my abdomen. I had other numerous admissions to the hospital during this time. I also was on tpn for over six months. I had surgery (B)(6) 2014 and removed the mesh and had a bowel resection. I continue to have very loose bowels daily and have fear to leave the home due to the loose bowels. Was the vicryl mesh ever recalled?